Event description:
(B)(6) arrived at the patient's home and found him in an "unnatural" position. Patient was deceased and 911 was contacted, along with vitas. (B)(4) chaplain arrived at the home where first responders had declared him deceased. Patient was found with his head stuck between the mattress and bed rail. Due to the patient's position, the medical examiner was contacted and took the case. Patient was taken to the me's office where an autopsy was performed. Preliminary findings show positional asphyxiation as the cause of death. Bed was not supplied by (B)(4) hme. Bed involved in incident was not a hospital bed. Patient was in a standard bed with an aftermarket safety rail installed. Family would not allow mst to view the bed when they were at home to pick up respiratory equipment. Family stated bed in question did not belong to (B)(4). Multiple attempts made to contact family both by phone and via in person visit to obtain information about the rail. On 9/9/2024 1200 - visit attempt by chaplain. No answer. On 09/09/2024 1700 - phone attempt from tmg; voicemail left. On 9/9/2024 1530 - mst visited home to pick up oxygen. Requested to see the bed and was denied. On 9/10/2024 1500 - phone attempt from chaplain. Voicemail left. Patient lived alone in his home and there was no one in the home to assist with obtaining the information related to model and manufacturer of the guard rail. Family allowed pick up of other equipment, but would not allow the mst to see the bed. Patient had several cameras in the home, but not in the bedroom. No clear view of the bed confirmed by police detective. As of 9/16/2024, model and manufacturer remain unknown.